Event description:
It was reported that the insulin pump alarmed failed battery test. Customer called to report that the insulin pump has a blank display. Customer's blood glucose reading was 168 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to verify for failed battery test alarm due to blank display. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and broken off end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.